Event description:
Customer reported device displayed a reading prior to a strip being dosed. Customer stated the device is less than one week old. No treatment was received. Level one control was in range but level 2 values were not provided. A request was made for return product and replacement product was sent.